Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via email of hospitalized high blood glucose readings from the insulin pump. The customer's blood glucose reading was unknown. The customer was hospitalized about a year and half ago. The customer stated that her blood glucose kept going higher and higher. The customer increased her insulin and it did not help. The hospital took her off the pump and she did insulin shots manually. The customer declined to troubleshoot.